Event description:
Defibrillator issues; it was reported that the patient received an inappropriate shock from the implantable defibrillator and presented to the hospital. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing due to lead fracture. The right ventricular lead was capped and replaced. The patient remained in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).